Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. During the procedure, it was reported by the healthcare professional that they perform 800-850 total joints a year. They have used stratafix for years with no issues. This year, with their smoking patients, my stratafix on the skin is lasting longer than 6 weeks. Patients are having irrigation issues or the suture is spitting. Device availability unknown. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide an answer for each case: (B)(4): stratafix on the skin is lasting longer than 6 weeks. Patient is having irrigation issues or the suture is spitting. (B)(4): represents the ambiguous number of events. - how many devices demonstrated the alleged deficiency? - what is the total number of patients/procedures? - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - what is the current status of the patient? - could you kindly provide the lot number, please? - please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.